Manufacturer narrative:
Retainer ring = clear customer returned insulin pump for an alleged blank display and cosmetic damage (cracked battery compartment) found on 12/22/2021. The insulin pump passed the active current test and self test, however could not perform the displacement test due to a insulin pump error 38 alarm during rewind, and failed the sleep current test due to high impedance. No blank display noted during testing. Successfully downloaded history files and traces using thus. No insulin pump error 38 alarm found in insulin pump downloaded history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1 and electrical board 2. The following were noted during visual inspection: cracked retainer, faded serial number label damage, cracked case on corner of belt clip rails, cracked case on battery tube, cracked battery tube threads, cracked case above arrow and battery icon. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails, cracked case on battery tube, and cracked battery tube threads was noted. Customer allegation of blank display was not confirmed. Rewind anomaly confirmed due to insulin pump error 38 alarm. Moisture damage confirmed on the electrical board 1 and electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer also reported battery failed alarm. Insulin pump did not turn on even after changing two batteries. Customer stated that the display was currently. Customer stated that the insulin pump had crack alongside the battery compartment. Customer reported that the pump is cracked alongside the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.